Event description:
It was reported that the right atrial (ra) lead experienced a dislodgement. The experienced high thresholds and no capture at maximum output. Fluoroscopy showed the right atrial (ra) lead has dislodged but remained in the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.